Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had a recent hospital stay after receiving multiple shocks. Episode review was requested as it appeared that anti tachycardia pacing (atp) was not working and often times caused rhythm acceleration resulting in defibrillation therapy. During the patient's hospital stay, atp reprogramming was performed in an attempt to make atp more aggressive and try to avoid the necessity for shock delivery. However, the patient was admitted to the hospital a second time after presenting to the emergency room due to receiving several shocks. Episode review showed atp escalated the rhythm into ventricular fibrillation (vf) and one shock was delivered which converted the arrythmia. A boston scientific technical services consultant stated the patient may require a vt ablation and medical management as it may be a difficult area for successful atp conversion. The clinical observations were documented, and no additional adverse patient effects were reported.